Event description:
Pt. Reports in a post op call with nurse that the tubing disconnected from the on-q system where it feeds into the rate adjustment. Pt. Reported no pain during post op call. Catheter was removed with nurse instruction and patient presented device at follow up appt. Per nurse no issues noted with device except tubing had been severed ¿ unsure if possible, patient error by pulling on tubing. Nurse disposed of on-q device after inspecting and unable to submit for further review.